Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg, implanted: (B)(6) 2008. (B)(4). Evaluation summary: the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, and the inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo; distal segment returned and analyzed.

Event description:
The leads were returned to the manufacturer, analyzed, and tested out of specification. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. No patient complications have been reported as a result of this event.

Event description:
Follow-up determined that the leads were replaced due to out of range impedance measurements, with the atrial lead showing low impedance during device follow-up.